Manufacturer narrative:
Upon receipt at boston scientific post market laboratory visual inspection did not reveal any abnormalities. A leak test was performed on the sheath and a positive pressure leak, with water or saline was identified. The sheath was examined under microscope and confirmed a flush lumen tear. It was observed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, microscopy was used to inspect the valves and no significant damage was noted. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath air bubbles were forming during flushing. They were unable to clear the air out of the sheath, so they exchanged the device. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath air bubbles were forming during flushing. They were unable to clear the air out of the sheath, so they exchanged the device. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.